Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a healthcare professional via manufacturer representative. The person that contacted him indicated that the patients stimulator is not working and has been used in years. Rep stated that he didn't have patient information and didn't know who was the managing md for the patient. No symptoms were reported and no further complications were reported. On (B)(6) 2019 additional information was received from the rep. Rep provided the patient and hcp information. No actions were taken to resolve the issue but the issue was resolved. The event date, device serial number and cause were unknown. Provided information was confirmed with physician/account.